Event description:
A patient requested explant of their evoke spinal cord stimulation (scs) system. The patient reported receiving a stem cell treatment which has resolved their pain, which was previously being treated by the scs therapy. The evoke scs system was confirmed to be operating as intended prior to explant.